Event description:
It was reported that the 8800 system would not retrieve saved imaged from the directory. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu and floppy drive replaced during the service call. The system was tested and found to be working as intended, and put back into service.